Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. There is no information if the device will be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Information provided in literature review of gluteal and posterior thigh pain in the postoperative period and the need for intervention after sacrospinous ligament colpopexy.

Event description:
It was reported to boston scientific corporation that a capio device was used on a retrospective cohort study of women who underwent sacrospinous ligament colpopexy for the treatment of vaginal apex prolapse between 2007 and 2012. According to the complainant, 5 subjects were found to have immediate gluteal or posterior thigh pain which required intervention. Of those five, three had physical therapy, one had trigger point injection, one subject had both physical therapy and trigger point injection. No patients required reoperation.